Event description:
It was reported that during an unspecified procedure, the clip was removed from the sheath for use on a lesion inside the patient¿s body, but it detached immediately and became unusable. The detached clip was retrieved from the patient¿s body and disposed of by the hospital. There were no further reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. It is likely that the reported issue occurred due to the following mechanism: the clip dislodgement occurred due to the hook of the rotational clip device being extended too far and coming into contact with tissue inside the body. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.